Manufacturer narrative:
See d4 expiration date, h4, h6, h10 and h11. Complaint has been evaluated and is similar to report number 1644408-2020-00648; 342-12-706, s809 - trauma, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Patient fell and ruptured quad tendon. Dr. Did poly exchange and quad tendon repair. Male.